Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient present for a routine device replacement as which time the left ventricular (lv) lead was to be replaced for high threshold and only capturing on one coil. During the procedure, after the new lv was placed, the set screw on the new device could not move out. After several tries the physician removed the set screw out of the port but could not insert it back in. The physician made the decision to remove the newly placed lv lead and use the existing lv lead. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.